Manufacturer narrative:
Lot 9654222: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images, revealed a possible proximal type I endoleak. There is no aneurysm enlargement. An angiography was done on (B)(6) 2015, and confirmed a proximal type I endoleak. The physician chose to reintervene and implanted two aortic extender endoprostheses and utilized helical endostaples. The endoleak was resolved and the patient tolerated the procedure